Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the tip of the balloon catheter broke just below the balloon and was stuck inside the bile duct. The physician swept the detached tip and balloon out of the bile duct using another extractor pro retrieval balloon and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter broken.